Event description:
The report stated that a patient sustained a burn on the stomach during a laparoscopic nissen procedure.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.